Event description:
PICC line placed earlier this month via basilic vein with proper placement confirmed via x-ray. Baby with increased work of breathing three days later at 0900. Chest x-ray with total white out. Baby intubated. Transillumination positive right side a few hours later. Chest tube inserted and fluid removed from tube. Chest x-ray done with contrast injected through PICC line showed contrast most likely within the mediastinum and extravascular. PICC line removed. Baby's status improved.